Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient need to have the endotracheal tube (ett) changed then the cuff leaked. The doctor decided to have the patient extubated as trial and he did well. The patient had to be re-intubated and the ett failed twice. After the second failed tube, patient was placed on a bipap. He progressed well and was discharged for the hospital.